Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had dropped the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.